Manufacturer narrative:
Five samples and photos received for investigation. Through visual inspection, holes in the paper packaging, dirt between the shield and hub, and white foreign matter on the shield were observed. The white foreign matter is identified as polypropylene particle. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for polypropylene material is due to material that did not dissolve correctly and left the white stains. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time for holes in the packaging or dirt between the shield and hub. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 21x1in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: lot: 3304399. Quantity: (B)(4). Reason: 2 holes in plastic packaging. 1 hole in paper packaging, 1 dark foreign body between cannon and protective cover, 1 foreign body/light soot on protective cover.